Event description:
The customer reported that the images displayed were so blurry that they were unusable and another system had to be utilized. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, two video cables were replaced and a replacement image intensifier was ordered.